Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a serious injury pursuant to 21 cfr part 803. A manufacturing review was conducted and the reported lot met all release criteria. The investigation is inconclusive for self activation due to poor sample condition. The device was returned with the needle bent, preventing functional testing from being performed. It is unknown when or how the bend occurred. The root cause for the reported failure could not be determined based upon available information. It is unknown whether procedural factors contributed to the event. Per the instructions for use (IFU): this product should be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of core needle biopsy, in particular, those relating to the specific organ being biopsied. Never test the product by firing into the air. Damage may occur to the needle/cannula tip and could result in patient and/or user injury. Unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after a biopsy needle had been used in a patient with (B)(6), the device misfired twice and the physician who performed the procedure was stuck by the needle. It is unknown if any treatment was administered.